Event description:
Reporter alleges the pt developed different problems, positive for autoimmune disease, joints hurt, kidneys hurt, headaches, loss of short term memory, lymph nodes hurt, glands are swollen on left side of chin and shoulder blade, mammograms have moved the silicone implants and there is a lump in the left breast, calcium deposits in breast tissue secondary to capsular contracture, scar tissue, possibility of rupture, angina, right breast had a single tiny puncture, left breast had a thin layer of transparent semisolid material, positive antinuclear antibody screen, suffered with diffuse unexplained arthralgias, symptoms suggestive of connective tissue disorder and deformity. Further info provided stated right breast implant was found to be intact with no evidence of silicone leakage, however the operative report states the surgeon punctured the right implant during removal and the left implant was found to be grossly intact with a sticky silicone like substance coating the outer membrane and bilateral capsulectomies were performed.